Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and tried replacing the power management (as a spare part for testing). Found that after trying to change the power management board, the machine can be plugged in normally, there is no alarm sound, and the unit can be turned on normally. Tested the unit can be used normally. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check done by the customer the cardiosave intra-aortic balloon pump (iabp) had a loud alarm while connected to the ac main. There was no patient involvement, and no adverse event reported.